Event description:
During a ptca procedure, the balloon would not fully deflate. The balloon deflated enough to remove. No pt injuries or complication occurrred. Same case as MFR. Report no. 2183819-1996-00016.